Event description:
A customer opened a new carton of test strips and found the cap open on the bottle. The customer contacted her distributor, diabetes solutions, and they replaced the test strips. The customer told the distributor that she performed control tests and the results were high, out of range. No values were provided for the tests. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the distributor.